Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, review of the complaint history identified no other incidents of single leaflet device attachment (slda) reported from this lot. All available information was investigated and a cause for the reported slda appears to be related due to procedural circumstances (imaging limitations) in conjunction with patients pathology/morphology (prolapsed posterior medial leaflet). The reported poor image resolution appears to be related due to procedural circumstances (imaging limitations). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient presented with a prolapsed posterior medial leaflet (pml). The first clip (cds0601-xtr 80730u168) was implanted and leaflet insertion was confirmed and satisfactory. Post deployment, it was then noted that not enough pml had been grasped. This was not seen until after deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. One mitraclip was implanted without reported issue; however, reportedly due to imaging, the posterior medial leaflet (pml) was harder to visualize. Post deployment, the clip detached from the pml and remained attached to the anterior leaflet (single leaflet device attachment-slda). As treatment, two additional clips were implanted to stabilize the slda clip and further reduce the mr. The mr was reduced to grade 2-3 and the patient was in stable condition. Per physician, the slda was due to imaging and not having enough pml within the grasp. There was no clinically significant delay in the procedure. No additional information was provided regarding this issue.